Event description:
Caller reported an error with a continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support on how to reset the pump, which resolved the issue as the error code did not reappear, allowing the customer to successfully start a new sensor session.